Manufacturer narrative:
Review of the logfile for the day of treatment shows that the reported issue is not caused by the system or the used patient interface. The system message indicated that the user turned off the vacuum pumps by pressing the vacuum pedal instead of pressing the laser pedal to start laser firing. No technical root cause was identified as the system was operating within specifications. The root cause is user handling. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a complete loss of suction occurred while a percentage of the raster pattern had been made in the right eye. A new cone and suction ring were applied. The flap was recut and noted as being in excellent position with clear and smooth edges. Additional information requested.